Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left lower lobectomy via open procedure while closing and detaching the left lower lobe, the device could not be fired after stapling. To complete the case, the surgeon used a new handle. There was no patient injury.